Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of atypical peritonitis in a patient coincident with dianeal unknown therapy for peritoneal dialysis (pd). On an unreported date, between (B)(6) 2011 and (B)(6) 2011, the patient experienced atypical peritonitis. Treatment information, action taken with dianeal therapy and the outcome of the event were not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.